Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead noise warning for oversensing-noise. The rv lead also exhibited oversensing and intermittent undersensing. Also noted was oversensing and possible undersensing of the right atrial (ra) lead. The patient experienced a syncopal collapse followed by bystander cardio-pulmonary resuscitation and use of an automatic external defibrillator. The patient also required intubation. Follow-up with the patient¿s physician was unsuccessful after multiple attempts. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.